Event description:
It was reported that the patient underwent an l3-l4 laminectomy and l4-5 tlif procedure using rhbmp-2/acs. There was a questionable dural tear which was not repaired via stitch. The surgeon placed duragen over the questionable area. Post operative course was uneventful and the patient was discharged to a rehabilitation facility four days post-op. Seven days post-op, the patient returned to the ER with a rash on face and back, facial swelling, increased white count, and a low grade fever (100.2). The patient developed pruritis, facial edema, and erythema about her entire back region. The wound looked fine. Labs showed elevated sed rate and crp and low grade fever. The patient was started on solumedrol and benadryl. Monitored for several days and ultimately rash and swelling resolved, labs normalized and the patient was discharged back to the rehab facility.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.